Event description:
It was reported that the device had a power on reset at interrogation. The device was reset with the programmer and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that there was 1- power on reset - power on reset parameters for locked ram, addr=1223, data=04 on (B)(4)-2012 and 1 - patient alert for por on (B)(4)-2012. Device was not returned, but diagnostic information is consistent with the reported event.